Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that since yesterday, the patient had been feeling shocking from the waist down. The caller also mentioned that the patient will have an appointment with the healthcare provider (hcp) tomorrow. Caller denied that the patient had falls or accidents, or even made aa therapy adjustments prior getting shock. Agent offered to walk the caller through decreasing stimulation level, but the communicator battery is depleted. Caller to charge the communicator first, then call back for further assistance.